Event description:
The port was explanted due to access port leaks. The event was reported to inamed after PMA approval for the device, however the event occurred prior to PMA approval. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting.